Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. According to the patient, on approximately (B)(6) 2024, the patient was in his kitchen around 10:00 pm when he felt dizzy, had heavy breathing, and then passed out. He also accidentally cut himself with a knife when he passed out. The patient regained consciousness on his own at an unspecified time later. The patient did not take any medication or food once he regained consciousness, he just rested. After sitting down, the patient felt better. He cleaned his cut and did not seek any assistance from a higher level of care. The patient could not recall what his cgm value was during this event but reported that it was inaccurate based on the symptoms he had. No bg meter comparison value was taken during this event for comparison. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.